Event description:
Tech attempted to open the clip during the procedure, several attempts were made, but it failed to open. Clip was removed from scope and another clip was used without problem. Clip was given to nurse educator.large duodenal ulcer in the bulb with 2 visible vessels, non-bleeding, treated with heater probe, epinephrine, and hemoclips. At one point, physician did attempt to place the failed hemoclip on the smaller vessel as midway through treatment with heater probe, there was a small amount of oozing, which occurred. The hemoclip placement was unsuccessful. No adverse effects to the patient.